Manufacturer narrative:
Concomitant medical products: dtba1qq crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold had been increasing over a few months and was now high. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.